Event description:
It was reported to philips that the device had a white screen appearing on the display. The device was not in use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse confirmed the issue and determined that the color display cable required replacement. The fse replaced the color display cable and the device successfully passed performance specification testing after the repair was completed.